Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the colonovideoscope had two error codes, b30 and b60. The issue was found during reprocessing. There were no reports of patient harm as a result of this event.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported error codes were confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: debris inside light guide lens and white residue in air and water supply. A root cause could not be identified. Based on the results of the investigation, the most probable cause is due to a faulty and corroded scope connector. Additionally, debris inside the light guide lens and white residue in the air and water supply were observed. The cause of these conditions could not be established. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.